Event description:
It was reported that during set up or inspection, an unknown device was heating up. There was a s+n back-up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). B5 and d4: updated. Internal complaint reference case-(B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response from the complainant, it was confirmed that the correct part number belongs to a videoarthroscope and that the overheating that was initially reported was a mistake, the correct malfunction that took place was a cracked lens and a light adapter that was loose, these malfunctions have not concluded in any damage/intervention to a patient in the past. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during set up or inspection, a videoarthroscope was cracked or had the light adapter loose. There was a s+n back-up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in g4 (510k).